Event description:
(B)(4). It was reported that myocardial infarction (mi) occurred. In (B)(6) 2014, the patient was referred for cardiac catheterization which revealed the target lesion was located in the proximal left circumflex (lcx) artery with 80% stenosis, a length of 36 mm, and a reference vessel diameter of 2.75 mm. The target lesion was treated with predilatation, placement of a 2.75x16mm study stent and post-dilatation with 0% residual stenosis. Subsequently, during the index procedure, the patient experienced mi and the event led to the prolongation of the initial hospitalization and was treated with medications. Two days post-procedure, the event considered recovered/resolved. A day after, the patient was discharged on clopidogrel.

Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID: 2134265-2014-08053. It was further reported that the length of the target lesion #1 was 16mm and not 36mm as previously reported. The target lesion # 2 was located in the proximal left circumflex (lcx) artery with a 80% stenosis, a length of 20 mm and reference vessel diameter of 2.75 mm. The target lesion #2 was treated with pre-dilatation, placement of 3.50 x 24 mm study stent and post dilatation with 0% residual stenosis. In (B)(6) 2014, cardiac enzyme elevation was consistent with the protocol definition of mi with a peak of ck-mb value.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID: 2134265-2014-08053. It was further reported that the target lesion # 2 was located in the distal lcx artery and was treated with predilatation, placement of a 2.75x20mm study stent and post dilatation with 0% residual stenosis.